Event description:
Reportable based on device analysis completed on 21jul2025. It was reported that balloon was unable to inflate, and fluid leak occurred. The 65% stenosed target lesion was located in the non-tortuous and non-calcified arteriovenous fistula of upper limb. A 6.0 x80,75cm gladiator balloon catheter was advanced for dilatation. During pressurization, the balloon could not be inflated at the lesion site. The balloon was removed and when pressurized outside the body, fluid leak occurred. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a full balloon circumferential tear was identified located approximately 40mm distal of the proximal balloon markerband.

Manufacturer narrative:
Device evaluated by MFR: the gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 40mm distal of the proximal balloon markerband. The distal section of the balloon material had been pulled distally over the tip of the device. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified multiple shaft kinks. The shaft was also noted to be stretched. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified with the device.